Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the ceramic sleeve (which the customer referred to as the "plastic piece") of the instrument is almost entirely missing. A .080" x .065" piece of the sleeve is still attached to the yaw pulley. Per the info provided by the initial reporter, the broken instrument piece was successfully retrieved from the pt.

Event description:
It was reported that halfway through a da vinci s general surgery procedure, a plastic piece from the permanent cautery hook instrument broke off and fell inside of the pt. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument. No pt harm, adverse outcome or injury was reported.